Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed and moderately calcified lesion in the circumflex artery. A 2.5x20mm trek rx balloon dilatation catheter failed to inflate several times. The procedure was successfully completed with a non-abbott balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter instructions for use, specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported inflation issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information received stating that the device was not prepped prior to the procedure including soaking in saline. No additional information was provided.